Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins battery was dead so the ins wasn't on or working. The patient said the recharger wouldn't charge ins anymore. The patient confirmed that it had been over a month since she had last charged implant and said 3-6 months ago was last charging session. During the call the patient attempted a charging session and saw the reposition antenna screen. The issue was not resolved. The patient was redirected to their healthcare provider to further address the possible overdischarge. Originally patient had said that the ins recharger (insr: (B)(4)) didn't work so patient services collected insr serial number. Insr was working it just wasn't connecting with the ins because patient hadn't charged in extended amount of time. No symptoms were reported.  Additional information was received from a healthcare provider (hcp). The hcp called today for assistance with getting ins battery restarted. The patient reported that ins hasn't been charged for 3 months. The rep was unable to be present today to assist with the physician mode recharge process. Technical services reviewed how to start this process. Caller was able to initiate the physician mode recharge but due to time they will not be able to complete. Technical services reviewed best to handle in person with rep or hcp if possible. Technical services reviewed for patient to speak to rep or they may call back to speak with an agent if they need assistance with anything else. Additional information was received from a manufacturer representative (rep). It was reported that the rep was on his way tomeet the patient to perform a physician mode recharge. The patient needs MRI. The rep reported that the patient's ins is dead, unknown when the last successful charge, but thinks it's been a couple of months. Technical services reviewed physician mode recharge process. Technical services reviewed MRI guideline and eligibility sheet. The rep called back to get assistance on how to start the physician mode recharge. Technical services reviewed with caller multiple sessions may be required. Technical services also reviewed reasons for not having patient perform this procedure at home, mainly because patient may not have the ability to clear the power on reset (por). The rep reported that this was not successful performed after multiple tries. Physician will likely be replacing the battery at some point.